Event description:
It was reported via repair work order that the nurses leaned their backs against the bed while helping to lift a patient. The brakes did not hold which allegedly caused the nurses back strain. It was also reported that the brakes were not holding as the scorpion brake plate was worn. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.